Event description:
Customer was hospitalized for high bgs and dka. Troubleshooting was performed. The infusion set was completely inserted. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. Instruction customer to call back to performed the high-pressure test when the clamp arrives.